Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) had questions about the spray from the patient line. The hp explained that during prime some of the fluid came out of the patient line even though the cap was on. The baxter technical service representative (tsr) stated that it was okay to continue to use and assisted the hp with re-prime of the patient line. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the over prime. The hp reported that the issue was resolved by changing how he pulls the patient line cap off the patient line. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the issue with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.